Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred during basal deliveries. The customer's blood glucose levels ranged between 140-240mg/dl. The past occlusion alarm was resolved by performing a supply change. A system check was performed and the pump performed as intended. No damage was noted to the cannula. Reportedly, the customer keeps their pump inside their pocket. Tandem technical support educated the customer in regards to preventing abrupt temperature changes to the pump. The customer successfully resumed insulin deliveries after a complete supply change was performed.